Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation to date. The investigation of the reported event is currently underway. The catalog number identified has not been cleared in the us, but is similar to the lifestent 5f stent system products that are cleared in the us. The 510 k number and pro code for the lifestent 5f stent system products are identified. Accordingly, this event has been determined to be MDR reportable.

Event description:
It was reported that an alleged in-stent restenosis was identified in the left superior femoral artery approximately 7 months post stent placement procedure. Reportedly, the event was resolved and the patient recovered.

Manufacturer narrative:
A manufacturing review was performed. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. No relevant manufacturing process changes were implemented, that could have led to the event reported. No additional complaint has been previously reported for this lot number. The physical sample was not returned for evaluation, but images of the baseline stent implantation were provided. The images documented a homogeneous strut structure after post dilation. A device deficiency could not be identified. Images of the day when the restenosis was discovered have not been provided, so that the alleged event could not be re produced. Therefore, the investigation is inconclusive. Potential factors that could have led or contributed to the event reported have been evaluated. Based on the information available a definite root cause for the event reported could not be identified. In reviewing the relevant IFU for this product the potential issue was found addressed as restenosis was found mentioned as a potential adverse event that may occur. The stent deployment procedure was found precisely described. In regards to pta, the IFU states: 'pre-dilatation of the lesion with a balloon dilatation catheter is recommended.' And 'post stent expansion with a balloon dilatation catheter is recommended.' The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that an alleged in-stent restenosis was identified in the left superior femoral artery approximately 7 months post stent placement procedure. Reportedly, the event was resolved and the patient recovered.